Event description:
Pt w/breast ca and left mastectomy 3 yrs. Ago; tissue expander was placed. Over the last three months, expander has decreased in size. Found to be ruptured or broken during procedure.